Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported via stelobot that an event (inflammation) occurred. Of note only vague details were provided. The biosensor insertion date and location were not specified. The only symptom reported was inflammation. The customer did not remember some of the details, but the event date was (B)(6) 2024. The customer indicated he consulted his doctor about the inflammation, and the doctor prescribed an unspecified antibiotic. At the time of the report on (B)(6) 2025, he had recovered. Although attempts to follow up with the customer for additional event details were made, contact was unsuccessful. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.